Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that they experienced high blood glucose level of 525 mg/dl, that an infusion set had detached from them, and needed assistance in using their pump. The customer did not report a blood glucose level or symptoms at the time of the call. Customer declined to troubleshoot for high readings. Troubleshooting was performed for the usage of the pump and the application of the infusion set tape. The product was not returned for analysis.